Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of pvc due to p-oversensing on the ventricular lead. Low r-waves amp were also observed. Programming changes were made. The issue was resolved. No symptoms were reported.